Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Per the operative report, the patient was recommended for diagnostic venogram with possible thrombectomy as well as inferior vena cava (ivc) filter placement after presenting with acute onset of left leg swelling and a duplex revealed external iliac vein thrombosis. The right common femoral vein was visualized with ultrasound and was percutaneously accessed with a micropuncture technique. A wire was advanced up in the cava, and a sheath was then advanced over the wire and then advanced up into the cava and exchanged out for a 6f sheath associated with the optease filter. An ascending right iliac venogram as well as a venacavogram were performed to identify the position of the bilateral renal veins. The optease filter was advanced into position just below the renal veins. Completion venogram revealed the filter to be in good position without tilt and with good filling of the cava by the renal veins. The patient then underwent percutaneous mechanical thrombectomy and recanalization of the entire left iliac system with percutaneous mechanical thrombectomy, balloon venoplasty, and stenting of the proximal common iliac vein with rapid laminar flow throughout the entire iliac system at the conclusion of the case. The patient tolerated the procedure well. The medical records revealed a history of hypertension, venous insufficiency, obesity, family history of factor v, right common femoral vein and right iliac vein stents previously placed, varicose veins, arthritis and right knee repair. The same day the filter was implanted, the patient presented to the ER with complaint of post-operative bleeding from left incision site. The patient was informed that was to be expected. An ultrasound was completed. No pseudoaneurysm was noted and the patient was discharged home. Four days after the index procedure, the patient returned to the ER with complaints of right lateral thigh pain and lower abdominal pain. Examination did not find any acute pathologies and was inconclusive. The patient was discharged to home. About twenty-three days after the filter was implanted, the patient underwent an attempted retrieval of the optease ivc filter. Deep vein thrombosis (dvt) was noted as the pre procedure diagnosis. Conscious sedation was administered. Local anesthetic was used to anesthetize the area over the groin. Using ultrasound guidance, the great saphenous vein was cannulated and an inferior venacavogram was performed, finding no evidence of filling defects within the filter. A trilobed snare was then introduced through the sheath and used to en-snare the hook of the filter. Upon bringing the filter back into the sheath, the snare loop was severed from the snare wire. The snare wire was removed and another attempt to ensnare the hook of the filter was made with a new ensnare device. This attempt was ultimately unsuccessful. The first snare loop was noted to be wrapped around the distal portion of the filter with no hint of motion or embolic potential. A completion venogram was performed which showed no filling defects within the inferior vena cava or contrast extravasation. The catheter, snare, and sheath were then removed, and the procedure was terminated. There were no immediate complications. The patient tolerated the procedure and was transferred to the recovery room in stable condition. No evidence of thrombus within the filter was noted and there was no contrast extravasation or filling defects after the attempted unsuccessful retrieval of the optease inferior vena cava (ivc filter). The patient was recommended to continue anticoagulation indefinitely. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting and occlusion of the inferior vena cava, becoming aware of these events approximately four days after the filter implantation. The patient also reports undergoing an unsuccessful percutaneous retrieval procedure, attempted twenty-three days after the filter was implanted and further experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused thrombotic injuries and failed removal attempt. The patient reported becoming aware of blood clots, clotting, and/or occlusion of the inferior vena cava (ivc) and the device unable to be retrieved approximately four days post implant. The patient underwent an unsuccessful percutaneous removal attempt approximately twenty-three days post implant. The patient also reported mental anguish related to the filter. According to the operative report the indication for the filter implant was bilateral iliac vein stenosis status post stenting of the right common and external iliac vein approximately six months prior and presenting with external iliac vein thrombosis. The filter was placed via the right common femoral vein and deployed just below the renal veins. Completion venogram revealed the filter to be in good position without tilt and with good filling of the cava by the renals. It was noted that the left common iliac vein stent was completely occluded with cross pelvic collaterals from the femoral to the right femoral and a significant degree of chronic thrombus as well as some acute and subacute thrombus noted. The left iliac system was then recanalized with percutaneous mechanical thrombectomy, balloon venoplasty and stenting of the proximal common iliac vein with rapid laminar flow throughout the entire iliac system at the conclusion of the case. The patient was discharged later in the day. The medical records revealed a history of hypertension, venous insufficiency, obesity, family history of factor v, right common femoral vein and right iliac vein stents previously placed, varicose veins, arthritis and right knee repair. The same day the filter was implanted, the patient presented to the ER with complaint of post-operative bleeding from left incision site. The patient was informed that was to be expected. An ultrasound was completed, no pseudoaneurysm was noted and the patient was discharged home. Four days after the index procedure, the patient returned to the ER with complaints of right lateral thigh pain and lower abdominal pain. Examination did not find any acute pathologies and was inconclusive. The patient was discharged to home. Approximately twenty-three days post implant, the patient underwent an attempted retrieval of the ivc filter. Upon the first attempt, using a trilobed snare, the hook of the filter was snared, but upon bringing the filter back not the sheath the snare loop severed from the snare wire. A new ensnare device was used to ensnare the hook but was unsuccessful and the procedure was terminated after a venogram showed no filing defects or extravasation of the ivc. The patient tolerated the procedure well. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombotic injury was reported. Blood clots, occlusive thrombosis of the filter and/or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Due to the nature of the complaint the reported thrombotic injuries could not be further clarified. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Retrieval difficulty may also be related to practitioner technique, skill level and experience. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. The pain reported by the patient may also be related to common post-procedure discomfort. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused thrombotic injuries and failed removal attempt. The indication for the filter implant, procedural details and medical history of the patient have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombotic injury was reported. Blood clots, occlusive thrombosis of the filter and/or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Due to the nature of the complaint the reported thrombotic injuries could not be further clarified. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, and/or wrongful death to plaintiff/decedent, including, but not limited to: subsequent thrombotic injuries and failed removal attempt.